Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 33 mg/dl while wearing the pod between 4 and 24 hours. The patient mentioned that they passed out while at a dentist appointment. The patient also mentioned they have high blood pressure, cardiomyopathy, orthostatic hypertension, vasovagal, arthritis, nephropathy, tachycardia, 0% cancer, undefined "gastro" and urological issues, depression, anxiety and ptsd. The patient was treated with an IV and a shot of of humalog (10 units). The patient was released the following day. The pod was removed at the hospital.